Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e3. Additional information added to fields: d8, h2, h3 and h6. The customer's complaint of the distal end of the tube is damaged and the edges are sharp. Plastic fragments of the distal end are broken off was confirmed by the olympus field service engineer. Based on the results of the investigation, it is likely the damage was caused by excessive force, like drop or fall, potentially during reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the trocar tube had sharp edges at the distal end of the tube as it was damaged. The issue occurred during reprocessing. There was no patient involvement.